Event description:
It was reported that the patient was experiencing insufficient coupling and charging difficulties as a result of the ipg being tilted at the pocket site. The patient underwent a refashioned pocket revision, was able to charge properly, and is doing well post operatively.